Event description:
The patient was being treated as an outpatient with ptca in the distal circumflex region. The physician deployed a taxus (boston scientific) stent then experienced difficulties in removal of the balloon. After removal of the balloon, extravasation from a dissection near the guidewire tip was noted. The patient was bleeding into the pericardium. A pericardial centesis tray was used and approximately 350cc of blood was removed from the pericardium. Several attempts to resolve the bleeding were made by using balloon inflation to tamponade the site of dissection. This did not resolve the bleeding. By this time surgeon had been alerted. Delivery of a gel-foam product was attempted but the gel foam would not go through the catheter. As a last resort the physician attempted to close the dissection with delivery of the d-stat flowable. He positioned a balloon, inflated it and removed the wire. The d-stat flowable was delivered through the wire lumen. Due to the high pressure required to deliver the procoagulant through the wire lumen, the balloon slipped proximally and the procoagulant seeped into the lad as well as the proximal circumflex. The physician was aware that the d-stat flowable was not indicated for this treatment. The physician and staff attempted for approx 30 minutes to resuscitate the pt using techniques such as pacer, a balloon pump and intubation, all of which were unsuccessful.